Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined, through this evaluation. And a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number#: (B)(6). And the reported event, could not be conclusively established. The submitted controller event log file contained events from 23feb2024 through 03mar2024, per the timestamps. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event. However, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number#: (B)(6) . With no further complaints reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations, from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use, (IFU) rev. C is currently available. Section 1.: of the IFU: ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas, including hemolysis. Section 6.: of the IFU: patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported, that the patient's lactate dehydrogenase (ldh) increased. Then improved with a heparin drip.

Manufacturer narrative:
Sections a3, a4: patient gender and weight are missing. Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) increased then improved with a heparin glucose tolerance test (gtt). Event log files were submitted were submitted to evaluate for any signs of hemolysis.